Manufacturer narrative:
Do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was attributed to the reported reuse of cartridges. Tandem technical support educated customer this is considered off label. Elevated bg was addressed via a correction bolus and supply change. Customer reported bg was on a downward trend by end of call with tandem technical support.